Event description:
It was reported that during the implant procedure the the right atrial (ra) lead was not fixated after tightening the set screw with a torque wrench. It was also noted that after several attempts were made to tighten the wrench was idling and it could neither be tightened or loosened. The implantable pulse generator (ipg) was attempted/not used and replaced. No patient complications have been reported as a result of this event.